Event description:
It was reported that cgm displayed malfunction alarm and customer contacted support for assistance starting sensor session. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, cgm alarm did not recur after reset, and customer successfully started new sensor session with no further issues reported.